Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient with this implantable pacemaker was in chronic atrial fibrillation and was impacting the device longevity. Boston scientific technical services suggested to turn off atrial sensing and program the device into a non-tracking mode. Further additional information was received which confirmed that the impact to device longevity was by design caused by high atrial rate sensing. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical service considered turning of atrial sensing and going into a non-tracking vvi or vvir mode. Additional information indicates that the impact was by design and was due to high atrial rate sensing. To date, this pacemaker remains in service. No adverse patient effects were reported.